Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint of the cross bars for commode bucket falling off. Per the evaluation, the bar that holds the bucket broke, but it was missing/not returned. The complaints of the plastic seat falling through the frame and the rubber tips coming off could not be confirmed. The underlying cause of the complaint issues could not be determined after reviewing the documentation in this investigation.

Event description:
The cross bars for commode bucket are falling off and the plastic seat is falling through because it doesn't hang over the front enough. Also the rubber tips fall off.